Event description:
It was reported that the customer received a button error alarm on the insulin pump, after a button was stuck and carbohydrates were ramping up while trying to program a bolus. The customer's blood glucose level was 128 mg/dl. He was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.